Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stim ulator (ins). It was reported that patient called and stated that device "jolted" her. She was seen and evaluated and found that high impedance reading on electrode 3 <(>&<)> 11. Impedance reading was 3=9204 and 11-21707. Rep re-programmed patient with new group b avoiding 3 and 11 and had her repeat zumba movements, which is where she first noticed eventand could not reproduce. For diagnostic/troubleshooting performed impedance readings and reprogramming was done and validated no issue by patient rein acting "zumba" movements. Rep notified health care professional (hcp) that they programmed round the issue. Rep told patient to use group b and contact rep in a week to let them know how they were doing. Patient then later called rep back and said when they were backing out their car and rotated to look over shoulder, the issue occurred. Rep told patient it is recommended that the device be off when operating a motor vehicle or heavy or dangerous equipment and that did not seem too surprising the issue occurred since rotation like that can bring the electrodes closer to the cord which would elevate the perception of stimulation strength. Patient denied any fall and so it seemed that perhaps the junction may be an issue either at the extension, lead connection or ins which could be programmed around. The issue was not resolved at the time of this report. No the hcp did not have further information for manufacture. Rep said they will see what physician thinks going forward. Ask we are going to extinct bifurcated extensions, this type of dual thoracic & cervical placement may be difficult in the future. No surgical intervention occurred. Unknown if surgical intervention planned. Rep will follow up for more information. Patient was alive with no injury. As of this report. Rep was going to see patient feb 06-2018. On february 6 2018 additional information was received from the rep. The patient met with the rep again and revert viewed her programmer. Rep cycled through the four programs in the group so she could identify her upper left, upper right, lower right and lower left in each program 1-4, respectively. Rep then had her rotate her upper cervical and thoracic area to reproduce symptoms of "increased paresthesia". The rep and patient came back to those programs and turned them down to reproduce same rotation without any reproduction of symptoms. As of this report she seemed more educated on using her device and less afraid. This complaint seems to be addressed and considered the matter closed. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had entire system replaced in 2021 due to the previous reported problem.